Event description:
While the field service engineer (fse) was at the customer site, the fse observed the display is dim and the buttons are worn. The device was reported to be in clinical use, but no adverse event to patient or user was reported.